Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what was the name of the procedure? Right hip replacement. What tissue was the silk suture used on? Skin. What was the condition of the tissue during initial procedure? Normal. How was suture placed (continuous or interrupted)? Unk. What were the patient symptoms? Incision skin reddish, skin temperature is not high, and no pain when pressing incision. Can you explain the medical treatment provided? Unk. What are the patient age, gender, weight, prior medical history? A (B)(6). What is the surgeon¿s opinion as to the contributing factor to the patient event? Maybe related to suture. What is the patient current condition? Stable.

Event description:
It was reported that the patient underwent hip replacement procedure on unknown date and suture was used. The patient experienced incision skin reddish approximately 9 days post procedure. The surgeon used multi source therapeutic apparatus irradiation treatment. Additional information has been requested.